Event description:
Our icus have continued to report problems with covidien cadence meditrace defib pads when placed for longer term use; since we began using this defib pad about a month ago, more than 10 events have been reported where these pads were placed in an emergency and quickly "lost contact" as the pad edges rolled off patient's skin, resulting in pads needing to be replaced before the next use. There have also been two reports of skin breakdown along the edges of the covidien pad adhesive after these pads were removed. The maximum time these pads might be left in place by our protocol is 24 hours, however as noted we are receiving frequent reports that covidien pads seem to fall off and lose contact in 2-3 hours.health professional's impression: two issues have been identified:1) covidien pads are insufficiently adherent in some cases.2) two issues of skin breakdown related to these pads.manufacturer response for electrode, defibrillator, multifunction, cadence meditrace:ongoing discussion with field representative.